Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 02.027.035s ; lot: l808340; manufacturing site: bettlach; release to warehouse date: march 14, 2018; expiry date: march 01, 2028. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection: investigation site: cq zuchwil; selected flow: 2. Device interaction/functional visual inspection: the visual inspection of the pfna ¿ blade has shown that the locking screw is too deep inside the blade and therefore the blade could not be locked. Furthermore, the locking screw is completely jammed inside of the outer locking screw. The hexagonal recess of the locking screw is severely damaged. Function test: a functional test cannot be performed as a result of the jammed locking screw. Dimensional inspection: not required per selected investigation flow as root cause is use related. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the article, therefore no drawing/specification review is needed. Summary: the returned pfna blade was examined and the complaint condition was able to be confirmed. This lot was manufactured in march 2018 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted; visual and functional checked were performed per 100% after the assembly of the component parts. The investigation has shown that the locking screw is too deep inside the blade and therefore the blade could not be locked. In addition, the hexagonal recess of the locking screw is severely damaged; it is clearly visible that the impactor was not positioned properly. The locking screw is jammed and cannot be unscrewed back into the end - position anymore. The existing damage, the blade could not be locked and unlocked as required with an impactor. No manufacturing related issues that would have contributed to this complaint were found; this complaint condition is most likely due to inadequate handling. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. : initial reporter telephone not available for reporting. Initial reporter is synthes sales consultant device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2018, the proximal femoral nail antirotation (pfna) blade could not be connected to the impactor. Another pfna blade was readily available and was used to complete the procedure successfully. This report is for one (1) pfna blade. This is report 1 of 1 for (B)(4).